Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported during drilling; the tip of the drill bit snapped off and remained in the drill hole. The surgeon concluded that it would have been too traumatic to try and remove the snapped off part of the drill bit, and inserted the screw into the drill hole. The surgeon decided no further surgery would be necessary to remove the tip of the drill bit. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: report was initially submitted on (B)(4) 2014 but the FDA site was down. Advised by FDA on (B)(4) 2014 to resubmit medwatch additional common device names: erl, hbe. Device is an instrument and is not implanted/explanted. The manufacturing documents of the unsterile lot f-14451 were reviewed. No nonconformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.